Event description:
Rn plugged in disposable pk forceps handpiece cable and machine electrosurgical unit, esu) did not acknowledge the device. Handpiece switched out with another and the second worked appropriately.